Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in the incident it was determined that cause of the error was due to timeout between the stations application and its local database. The cause of that timeout was due to a bug in the microsoft structured query language server version installed on that station. Upgraded structured query language to 1.7 to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis anesthesia es system had multiple issues and randomly froze in the middle of a transaction during procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, e3. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cause of that timeout was due to a bug in the microsoft structured query language server version installed on that station. A technical support specialist upgraded the sql version to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system had multiple issues and randomly froze in the middle of transaction. The customer stated that the name of the procedure was unknown but mentioned there was a delay in retrieving the required medications. There were no adverse events or injuries reported based on this event.